Event description:
Dual coll lead (competitive) with svc not recognized and rv impedance measurement out of range at device changeout. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).